Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance, low p-wave sensing and noise oversensing resulting in inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.